Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, a service required alarm condition was observed indicating an issue with the internal battery. There was no downloaded event log available to verify reportability. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Device evaluation completed 27 november 2024 reported the following findings: there were no visible foam particles visualized inside the device on evaluation. The alleged error code indicating the internal lithium-ion battery was not chargeable or usable was not confirmed. There were no technical findings during device evaluation. The device passed final testing. Complaint coding has been updated accordingly. Additional findings not related to the malfunction/issue. The blower/foam was replaced to prevent failure, and a software upgrade was completed.